Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip at the grip base. A piece approximately 0.65" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that during central processing, the cadiere forceps instrument was found to have a missing jaw. There was no report of patient involvement. Intuitive surgical, inc. (Isi) confirmed the device was not used on a patient.